Event description:
Patient reported right side capsular contracture baker grade unknown, "rash", and "finding out these implants are potentially dangerous". Patient also reported the following symptoms, which are all not device-related: "dizziness", "aching joints", "constantly tired", and "breaking hair". Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown,